Event description:
It was reported that the balloon was entrapped on the wire. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2.0mm x 100mm x 150cm coyote balloon catheter and a 0.014 fathom guidewire were selected use in a below-the-knee percutaneous transluminal angioplasty procedure (pta). During the procedure, the coyote balloon catheter was advanced over the fathom guidewire. However, resistance was felt just below the knee joint and the coyote balloon catheter could not advance further. Removal was attempted but the balloon became entrapped on the fathom guidewire. The balloon catheter and guidewire were removed together. The physician observed that the tip of the balloon was damaged. The procedure was completed with another pta balloon and guidewire. No complications were reported, and the patient was okay.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling to the guidewire lumen 6.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was entrapped on the wire. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2.0mm x 100mm x 150cm coyote balloon catheter and a 0.014 fathom guidewire were selected use in a below-the-knee percutaneous transluminal angioplasty procedure (pta). During the procedure, the coyote balloon catheter was advanced over the fathom guidewire. However, resistance was felt just below the knee joint and the coyote balloon catheter could not advance further. Removal was attempted but the balloon became entrapped on the fathom guidewire. The balloon catheter and guidewire were removed together. The physician observed that the tip of the balloon was damaged. The procedure was completed with another pta balloon and guidewire. No complications were reported, and the patient was okay.